Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and failed. A review of the share logs was performed and signal loss was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter and app were unable to establish a connection. The reported event of signal loss over one hour is reportable. No injury or medical intervention was reported.